Event description:
It was reported that an issue with the product. The cutting loop of the device broke off during surgery. According to the complaint description, the breakage of the device happened during a transurethral removal of a bladder tumor. The broken piece had to be searched via x-ray, which also prolonged the surgical procedure. The exact amount of prolongation is not known. The fragment could be found and removed via x-ray. No patient harm was reported. There was no patient harm reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).